Event description:
It was reported that the pt underwent a trial. A dose was given epidural and within one hour the pt was completely flaccid. When the pump was implanted, the dose was started at 90 mcg/day. The pt was too flaccid, so the dose was reduced to 75 mcg/day. The pt was still too flaccid and had to go to rehab to maintain muscle strength. The dose was then reduced to 50 mcg/day using lioresal at a concentration of 500 mcg/ml. With doses higher than 50 mcg/day, the pt was getting "sick" with multiple complications including stomach problems, vomiting, weight loss, headaches, and blurred vision since the pump implant. The pt's side effects were greater than the therapy relief he was receiving. At 50 mcg/day, the pt "felt better" meaning there was a decrease in side effects. The pt had been admitted to the hospital with overdose symptoms of autonomic dysreflexia, loss of bowel control, decreased heart rate, and increased excretion of saliva. The dose was decreased to 40 mcg/day. The pt then noted spasms when laying down and getting stiffer. The pt wanted the pump removed because it was "not helping". Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Stomach problems, autonomic dysreflexia, loss of bowel control, and hypersalivation.